Event description:
As reported by the user facility: detailed inquiry description: customer reports air-in-line alarms and microbubbles in line during infusion. The line had a slit or tear in it where it fits into the blood pump section and blood was leaking from the blood pump and the air detector was alarming. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One contaminated sample without packaging was provided for evaluation. A visual evaluation was performed, and no defect was observed on either the arterial or venous line, the returned sample was leak tested with passing results. The sample was functionally tested per specification and the reported defect of tear in the tubing was not able to be replicated or confirmed. The reported defect was not confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.